Manufacturer narrative:
The ICD was returned to cpi after it was explanted. Testing of the ICD found that it met its minimum longevity calculations, and exhibited normal battery depletion.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code, indicating the premature triggering of the battery status elective replacement indicator (eri). The fault code was cleared and diagnostic testing confirmed the battery status is at middle of life (mol), not elective replacement indicator (eri). The physician elected to leave the ICD implanted until the actual eri is reached.